Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the enlite sensor was removed and found that the tip of the sensor was short. The customer will return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. No broken cannulas found during analysis. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.